Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a chemoclave® vented bag spike generated a leak. It was stated that a chemo drug (fytosid) leaked from the air vent. There was no unprotected chemo exposure to the healthcare provider or patient. The chemo spill was cleaned up per facility protocol by a spill kit. The set was replaced and therapy resumed. There was no any physical damaged noted on the device. The event occurred during infusion. There was no concomitant drug, and no concomitant device involved. There was no bleedback, no biohazard, with chemo and unknown user facility medwatch. There was no patient harm reported.

Manufacturer narrative:
Received one (1) used ch-14 chemoclave vented bag spike for inspection. As received, the filter was wetted out with prior infusate. The set was leak-tested per product specifications. There was no leakage. The reported complaint of leakage could not be replicated or confirmed. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.